Manufacturer narrative:
The device is under recall and the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additionally, " problem code grid " and recall (z) number are updated in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired rep dreamstation auto bipap with an allegation of respiratory tract irritation. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
1) the device was returned to the manufacturer for evaluation. During the evaluation, the device was visually inspected internally and externally, and no faults were found. No problem was found with the device. 2) in the previous file the report was submitted for initial which is updated to final in this report. Additionally, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid were also updated in this report. 3) in this report device information such as "product brand name", "serial number", "model number", "UDI number" and "manufacture date" are updated/corrected.